Manufacturer narrative:
The sales rep went to the site to check the sys. The union was replaced as a precaution and returned to superdimension for analysis. The analysis of the union showed that the union was operating appropriately. The union was found to be within spec. In addition, the pst cables were found to be non-functioning and were replaced. The sys was then re-calibrated and the sales rep achieved registration of 2.0 mm accuracy. The sales rep observed 3 cases after his on-site svc and all three cases were completed with acceptable registrations. One week later, july 21, 2008, the sales rep was on-site again to observe cases, and the accuracy remained in spec with the registration value of 0.8 mm.